Manufacturer narrative:
On 22-mar-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that the patient underwent an svt (supraventricular tachycardia) ablation procedure with a navistar thermocool in which the device was damaged. During the procedure, the tip of device was broken. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: visual analysis revealed that the tip was broken and wires were exposed. A dimensional test was performed, and the outer diameters of the device were found within specifications; however, since the tip was found broken, one of the electrodes was unable to measure due to the damage. These damages could be related to the excessive force on the manipulation of the device during the procedure; however, this can not be conclusively determined. A manufacturing record evaluation was performed for the finished device 30853661m number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A video was received for evaluation following biosense webster's procedures. According to the provided by the customer, a broken condition was observed on the peek housing, also internal parts were observed exposed. A manufacturing record evaluation was performed for finished device number 30853661m, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an svt (supraventricular tachycardia) ablation procedure with a navistar thermocool in which the device was damaged. During the procedure, the tip of device was broken. A second device was used to complete the operation. There was no adverse event reported on patient. Additionally, there was noted resistance during insertion and removal of the catheter. The catheter was not pre-shaped. Resistance with sheath is not MDR-reportable. Broken tip is MDR-reportable.